Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Event description:
As reported, the 58 year old female patient had an initial total ankle arthroplasty on (B)(6) 2022. The patient presented with a failed tibial component and had immediate pain, swelling, and cyst formation. The patient was revised on (B)(6) 2023. The vantage total ankle implants were removed and an antibiotic spacer was placed. Cultures were taken. No infection. Custom cage implant being made for an ankle fusion. The reported event is not related to the breakage of a device and did not lead to surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. Concomitant medical product(s): 6886384, 350-04-02 - flat cut talus sz 2 r; a168490, 350-10-02 - ankle sz 2 locking clip; 5719693, 350-22-02 - tibial insert fb sz 2 rt 6mm; 6858393, 351-90-20 - tubercle pin pouch; 6871658, 351-90-21 - 3.5" pin pouch; 6871663, 351-90-21 - 3.5" pin pouch; a181050, 351-90-22 - 2.5" pin pouch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, f, g. The revision reported was likely due to tibial loosening secondary to patient¿s reported poor bone quality, failure to gain adequate bone in-growth within the central cage, and potential contributions from non-cemented usage. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.